Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the batch record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.

Event description:
It was reported that the patient had undergone a pvi procedure on (B)(6) 2025. The patient later presented with shortness of breath and was diagnosed via heart catheterization and CT scan with pulmonary stenosis requiring stent placement. During the ablation procedure, rf lesions were performed close to the ostium and extensive ablation was done in the carina. There were no ablation issues noted during the original ablation procedure. There were no performance issues with any abbott device.